Event description:
No new information received by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the customer's allegation was confirmed. In addition to the customer's allegation, the following malfunction was identified: e216 error code. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is component failure due to water invasion of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal showed a b30 communication error. This issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.